Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-00851. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 56% stenosed, 2.6x8.2mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 3.0x12mm taxus express2 stent resulting in 6% residual stenosis. The patient was discharged the next day on bayaspirin and panaldine. In (B)(6) 2011, with no ischemic symptoms at the event the patient underwent a target vessel revascularization. The proximal rca had a 49% stenosed,1.5x17.3mm lesion. A non bsc stent was implanted resulting in 18% stenosis. The target lesion located in the mid rca had a 64% restenosed, 1.0x17.7mm lesion which was treated with angioplasty resulting in 36% residual stenosis. The distal rca had an 80% stenosed, 0.5x11.5mm lesion. A non bsc stent was implanted resulting in 14% residual stenosis.